Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 43mg/dl. Blood glucose value at the time of first calibration was 75mg/dl. Customer had glucose tablet for low blood glucose. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.